Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge leaked from the septum. In addition, it was reported a minimum fill message occurred after 120 units of insulin was loaded into the cartridge. There was no adverse impact to customer's blood glucose level. Reportedly, the customer successfully loaded a new cartridge.